Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the "device is losing the spo2". No pt harm was reported.